Manufacturer narrative:
Based on the current information provided, the root cause of the customer-reported incident is speculated to be could be a thermal injury from either the mcs or the vse instrument. However, logs indicate that the mcs instrument was used in subsequent procedures. The vessel sealer extend instrument is a single-use instrument, and site reviews have shown that no complaints were filed against the instrument. It was confirmed by the surgeon that the products will not be returned to isi for evaluation as there was no malfunction that occurred. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was submitted for review. A system error log review has been completed. All of the errors in the logs for that procedure are class 0 (system service advisory (no fault reaction)) and class 8 (engineering event informational (no fault reaction)). None of these indicate a product issue. This complaint is being reported due to the following conclusion: after a da vinci-assisted transverse colectomy surgical procedure, the patient was identified with a delayed thermal bowel injury. As a result, the patient underwent a second open surgical procedure to address the bowel injury. The surgeon confirmed there is no report of a malfunction of an isi device or system. However, the surgeon alleged that a mcs instrument might have been a contributing factor to the bowel injury. The patient is reported to be in rehab and recovering well. At this time, the root cause of bowel injury is unclear. This incident is also being reported via MDR with patient identifier #422508 against the vse instrument that is referenced. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. Fields PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that three days after a da vinci-assisted transverse colectomy surgical procedure, the patient was identified with a delayed thermal bowel injury. The patient had reportedly complained of post-operative pain. As a result, the patient underwent a second open surgical procedure to address the bowel injury. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information. The surgeon stated the initial robotic procedure was completed with no report of an isi instrument or system malfunction. On post-operative (pod) #3, the patient complained of pain and underwent a diagnostic CT scan that indicated a bowel injury. As a result, the patient underwent a second procedure to address the bowel injury. The surgeon identified a hole on the distal transverse colon, likely a thermal injury from the vessel sealer extend or the monopolar curved scissors instrument. The surgeon repaired the bowel by resection and re-anastomosis. The surgeon confirmed the following: there were no adhesions from previous surgeries, no third-party energy instruments were used, no arm unintended arm movement could have caused the bowel injury, no video recording of the initial procedure, and there was no arcing witnessed and no malfunction of an isi product during the initial procedure. The surgeon indicated that it was a ¿missed bowel injury.¿ as there was no malfunction of an isi product, none of the instruments will be returned to isi for evaluation. As a result of the bowel injury, the patient underwent a second procedure and prolonged hospitalization. The patient was in the ICU, now in rehab, and reported recovering well.